Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy, the jaws of the device could not be re-opened. The surgeon dissected the tissue directly adjacent to the jaws in order to remove it. There was no pt injury.